Event description:
A nurse reported that during cataract surgery, the phaco power went out. The handpiece was exchanged with no resolution, then the system was rebooted and the case was able to be completed. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add¿l similar reports for this system. The root cause cannot be determined. (B)(4).